Event description:
It was reported that the system 9600 intermittently fails to initialize. Additionally, at times there is no fluoro function, although, the xray on light is illuminated. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The image processor circuit board and the video switching circuit board were replaced. The system was tested and found to be working as intended and placed back into service.